Event description:
A malfunction was reported on a pump by the customer, with the malfunction code identified as malf 12. There was no reported adverse impact to the customer¿s blood glucose level. The customer reverted to an alternate method of insulin therapy.